Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 and ureal urea/bun on a cobas 8000 c 702 module. Incorrect results from the sample were reported outside of the laboratory. No units of measure were provided for the creatinine and urea tests. The sample initially resulted in a creatinine value of 2469. The sample was repeated twice, resulting in values of 2497 and 2611. A new sample was collected from the patient and resulted in a creatinine value of 73. The sample initially resulted in a urea value of > 44.1 accompanied by a data flag and repeated as 40.1. A new sample was collected from the patient and resulted in a urea value of 4.8. The creatinine reagent lot number was 54103201, with an expiration date of 31-dec-2021. The urea reagent lot number was 52479301, with an expiration date of 31-oct-2021.

Manufacturer narrative:
Calibration data was ok. The last creatinine calibration took place on 19-may-2021 and the last urea calibration took place on 03-may-2021. Creatinine calibration errors occurred on calibrations taking place between 21-jun-2020 and 17-jul-2020. Urea calibration errors were observed at different dates and times. Creatinine and urea controls were within range. The level 2 creatinine control showed deviation, but not on the day of the event. A general reagent or hardware issue could be ruled out since calibration and controls were acceptable. Upon review of the alarm trace, abnormal aspiration alarms occurred on 07-may-2021. The analyzer gear pump pressure was ok, but the gear pump head has been in use for 25686 hours. The recommended replacement period for the pump head is 5000 hours. The investigation determined the issue is consistent with incorrect pre-analytic sample handling. Sample contamination could be the most likely reason for the false high results.